Event description:
It was reported that during a routine device follow-up, this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected. It was noted the patient did not notice the lack of lv pacing and felt no symptoms; therefore, the device was reprogrammed to pace only in the right ventricle (rv). The physician was considering whether to replace the lv lead. No adverse patient effects were reported. The field representative later reported that the physician elected to leave the lv lead programmed off with no intervention planned, as the patient was not symptomatic with heart failure. Additional information was received. About 26 months later, the device had reached explant battery status. During the replacement procedure, this lv lead was surgically abandoned and the lv port of the new cardiac resynchronization therapy defibrillator (crt-d) was plugged. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but not in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted but not in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected. It was noted the patient did not notice the lack of lv pacing and felt no symptoms; therefore, the device was reprogrammed to pace only in the right ventricle (rv). The physician was considering whether to replace the lv lead. No adverse patient effects were reported.